Manufacturer narrative:
E1-(B)(6). E1-address-no. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had image is blurry. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; e3; g3; h2; h3; h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, after cleaning the charge coupled device (ccd), the image became normal. The most probable cause was environment problems like dust/dirt. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.